Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening, observed an opening assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. ¿ crease / folding of implant: observed creases on device. As per the investigation procedure, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "ruptures". This relates to the right side. Device was explanted and replaced. "Any creases associated with hole" and "hole, non-specific" observed during surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported "ruptures". This relates to the right side. Device was explanted and replaced. "Any creases associated with hole" and "hole, non-specific" observed during surgery.